Event description:
A pt with rectal cancer underwent lar procedure on (B) (6) 2010. End to end anastomosis was performed 3.5 cm from the anal verge with the car device. The pt had a leak at the anastomosis with pelvic abscess.

Manufacturer narrative:
The device production history files were reviewed and found to be in order, indicating that the device was released pursuant to the product specifications. The device was not available for eval, and it could not be determined based on the current info whether the event was caused by the device or it is a procedure related event. Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore is considered to be an anticipated event with anastomotic devices. The current cumulative leak rate was found with the use of the car device is within the low range reported in the literature for anastomosis devices.